Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The returned sample was visually examined with and without magnification. Visual inspection revealed one bend in the returned wire. Microscopic examination confirmed the bend. The coils appear slightly closer; however, they were not offset or unraveled. The distal j-tip was still fully intact. The returned wire was bent 392 mm from the proximal tip. The length and outer diameter of the guide wire were measured and were found to be within specification. A manual tug test confirmed both the proximal and distal welds are intact. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the end user "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The complaint that the guide wire was kinked in use was confirmed by visual inspection. The returned wire had one bend. No dimensional issues were identified. A DHR review was performed with no relevant findings. Based on the sample as received it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the gw (guide wire) was curved and could not be inserted.another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the gw (guide wire) was curved and could not be inserted.another device was used to complete the procedure.